Manufacturer narrative:
The reported field event of high, out of range ventricular pacing lead impedance was confirmed in the laboratory via review of device image. The device was tested on the bench and using automated test equipment, and the ventricular pacing lead impedance measurements were normal. The cause of the reported high, out of range impedance could not be determined.

Event description:
It was reported that the patient presented in office after receiving a patient notifier for high, out of range lead impedance. Ventricular undersensing and loss of capture were also observed. During attempted lead repositioning, the lead was found to be secured properly in the header. However, impedance was still out of range. Header issue was suspected. The device was explanted replaced. The patients condition is stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun